Event description:
It was reported that while implanting proximal humerus plate the surgeon was using a torque limiter to insert the locking screw and the head of the screwdriver blade snapped off. Surgeon used alternative method to complete the procedure.

Manufacturer narrative:
Evaluation summary: the reported event that the tip of the screwdriver blade broke off could be confirmed. (B)(4). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of any material, manufacturing or design related problems were determined during the investigation.

Event description:
It was reported that while implanting proximal humerus plate the surgeon was using a torque limiter to insert the locking screw and the head of the screwdriver blade snapped off. Surgeon used alternative method to complete the procedure.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.